Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 47 mg/dl. The patient was reportedly hospitalized. No information was provided regarding the treatment the patient received. Animas customer support made several attempts to contact the reporter for additional information; however, the reporter did not respond. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with use of the insulin pump.

Manufacturer narrative:
Date of submission (B)(6)-2018 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: review of the black box data revealed records beginning (B)(6)-2018. Due to continue use of the pump, the black box data/histories for the date of the alleged event had been overwritten and were not available. The available black box data showed the daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump powered on normally and was exercised for 24 hours without issue. The pump passed delivery accuracy testing and was determined to be delivering within the required range and delivering accurately. Investigation did not confirm nor duplicate the complaint.